Manufacturer narrative:
The device has not been received to date. However, a olympus (fse) filed service engineer uncovered a out of box failure sdi (serial digital interface) ports were defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during installation, the sdi (serial digital interface) ports were defective on the evis exera iii video system center, which likely caused an image loss. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, the root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty video cable connector. Olympus will continue to monitor field performance for this device.